Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. The insulin pump had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. The customer stated that the insulin pump¿s battery compartment was crack. The customer reported that the battery compartment was missing some pieces. The customer received some no delivery alarms during priming and she tried to rewind the insulin pump. Customer stated that the insulin did exited from tubing. The insulin pump will be returned for analysis.